Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to be cracked and corrosion due to moisture was visible in the battery compartment. The pump case was opened and no further evidence of moisture ingress was found. The pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the issues, the keypad cover was torn at the down arrow key. The keypad buttons all responded properly. The keypad cover was removed and no contamination was found under any key contacts.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, moisture in the pump, and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.